Manufacturer narrative:
(B)(4). Date sent: 5/21/2020. D4: batch #t5ek8a. Investigation summary the analysis found that one ec60a device (b) was returned with no apparent damage and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged, as it would not hold the articulation setting. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed, as the device performed without any difficulties noted and no malformed staples were observed. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection of three photos, the following was observed: the first photo shows tissue from top view and some staples can be seen not properly formed. Also, the tissue appears to be not properly cut and damage was noted on the tissue. The second photo shows a gold reload from top view that appears to be fully fired. The third photo shows a gold reload loaded in the device and the reload could be observed partially fired ½. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the endoscopic esophagectomy. When serving the tubular stomach, after fired, noted that the tissue was not cut and staplers deploy on the tissue with irregular shapes, then changed another three reloads still same issue, the surgeon suspect there was problem with gun, so changed another new ec60a and reloads and still same problem. The tissue has been severely damaged as photo shows. At last, the surgeon changed another brand stapler to complete the procedure. The surgery was delay. The patient is stable now.